Event description:
Customer reported: "during surgery, a small metallic piece was present on the knife blade and has come out within the eye of the pt under the cornea." Intervention may be needed to remove the piece of metal from the pt's cornea. (B)(4).

Manufacturer narrative:
Customer has informed that no samples will be returned to surgical specialties (B)(4) angiotech for eval. No inventory available for the finished good lot number reported or finished good product mfg with the same blade component lot available. Therefore, no testing can be performed. Method: the device was not available for eval. No product eval can be performed. Results/conclusion: the device was not returned to surgical specialities (B)(4) angiotech for eval. No product eval can be performed. Relevant portions of the device history record were reviewed for corresponding issues identified during the mfg processes or at final inspection. Finished good product was received into inventory without quality issues. Ref: complaint # (B)(4), item # 72-2831, sharpoint, slit full hdl-2.8mm ang c-cut, lot masd990.